Manufacturer narrative:
Product analysis state visually, there was a yellowish discoloration near the clamp shell and a yellowish residue on the cuff balloon. Under magnification, there were small voids in the blue trace pad. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 35 ohms (blue), 14 ohms (blue with white stripe), 23 ohms (red), and 29 ohms (red with white stripe) which were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the wire harness or ink traces. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure two nim emg tubes did not respond. A reaction was observed with the third new one, so the first two opened were reported as suspected defective. There was no patient impact.